Manufacturer narrative:
See following MFR numbers for related device failures: 3012307300-2018-01754, 3012307300-2018-01756; 3012307300-2018-01758.

Event description:
Patient's mother reported an intravenous extension set leaked at the filter site. No patient or clinical injury was associated with this incident.